Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Additionally, the customer experienced an issue charging the pump. There was no reported adverse impact to the customer. During troubleshooting with tandem technical support the pump was reset to fix the cgm error issue. The customer declined to provide additional information regarding the charging issue.